Event description:
Telemetry monitor showed ventricular tachycardia. The patient was not exhibiting any symptoms. Patient was placed on another telemetry box and adapter and was noted to be in normal sinus rhythm (the same lead set was used).